Event description:
While performing a failure analysis on a returned processor pca, it was identified by an authorized technician that the j22 connector for the component was missing. A processor pca was returned to the failure analysis lab for evaluation. Upon analysis of the returned component, it was discovered that the j22 connector associated with the ECG function circuitry was missing from the circuit board. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. A replacement processor pca was already provided to the customer at the time this failure mode was discovered. The original mrx device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.